Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room due to chest pain. Transmission showed that the symptom was coinciding with the episode of pacemaker mediated tachycardia (pmt). The physician requested for a local field representative for a reprogramming change. The patient was kept overnight for continued monitoring. The device remains in service. No additional adverse patient effects were reported.